Event description:
It was reported that bd alaris pump module smartsite infusion set tubing was damaged.the following information was provided by the initial reporter with the verbatim: while priming IV tubing with normal saline the tubing broke in half at the point where the tubing meets the safety clamp.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing broken could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 23069375 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 09 august, 2023. Medwatch report # mw5201030000-2023-8029. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set tubing was damaged. The following information was provided by the initial reporter with the verbatim: while priming IV tubing with normal saline the tubing broke in half at the point where the tubing meets the safety clamp.